Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during a routine follow-up the implantable pulse generator (ipg) displayed an error message stating the device reached elective replacement indicator (eri) and after repeated interrogation the battery voltage was not measurable. It was determine that eri was triggered due to a lockup issue. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.